Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Hand control internally malfunctions, shorted inside case heated up, as per provider.